Event description:
During mattress inspections conducted in accordance with vha safety alert al24-01, a rental joerns prevamat console was found to be compromised with body fluids. The mattresses was immediately removed from service and vendor contacted for replacement.